Event description:
It was reported, the device was removed due to an infection. A follow-up report will be submitted if additional information becomes available. Please see MFR. Report # 3004209178201001626.

Manufacturer narrative:
(B) (4).